Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of over 400 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was wearing the pump during the hospital stay. The customer's insulin pump works as designed. The customer was advised to call the help line if they experienced any issues with their insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).